Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported may be consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned for evaluation and the results of the evaluation revealed that it did not meet chemical specification requirements given that the original contents were replaced. A review of the manufacturing records associated with this lot found that the product met all acceptance criteria at the time of manufacture and distribution. In addition, testing of a retain sample from this lot found that the solution met all specifications; the results of the chemical testing performed were consistent with shelf life limits. Contents of the bottle were replaced after distribution of the product. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported experiencing a ¿pinching¿ feeling and inflammation in both eyes upon initial use of product. Consumer then rinsed lenses with a saline solution; discomfort dissipated. Consumer is recovered. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.